Manufacturer narrative:
(B)(4). The pump was not returned to sigma for eval. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that the nurse was trying to complete a bolus and she had the pump set at 999 ml/hr, the vtbi was set at 975 ml and the pump only infused about half of the bag of normal saline. She ran the infusion a second time with the pump set at 999 ml/hr and vtbi set at 450 and it only infused half again. After each infusion the pump indicated infusion was complete. She then removed the pump from the pt and completed the infusion with another pump. The incident occurred in the emergency dept and there was no pt injury.